Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test blood glucose meter communicates properly to the insulin pump. No unexpected insulin pump suspended due to low reading during testing. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was 1574 mg/dl in the hospital. Customer¿s current blood glucose level was 305 mg/dl. Customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing. Customer was alleging insulin pump for under delivering because meter reading was 300 the insulin pump suspended due to low reading. Customer stated that there was leak and air bubbles. The insulin pump will be returned for analysis.